Event description:
The customer alleged they received questionable igg antibodies to toxoplasma gondii (toxg) results for one patient on their e-module. The customer provided data for four samples, two of which had discrepant results. The patient's initial toxg result was 59.91 ui/ml, which was a positive result. The sample was repeated on a vidas analyzer and the result was 2 ui/ml, which was negative. The patient had another sample tested on the e-module and the result was 63.12 ui/ml, which was positive. The sample was tested in another laboratory using a dixi analyzer and the result was negative. It was not clear if the discrepant results were reported outside the laboratory. Clarification was requested but not provided. There were no adverse events. The toxg reagent lot number was 175636. The expiration date was requested but not provided.

Manufacturer narrative:
The patient's sample was returned for investigation. The sample was found to be reactive for toxg, confirming the customer's observations. The customer's results were also confirmed using a validated neutralization assay. The reagent worked to specification.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this complaint was requested but not provided.